Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returning as it was reportedly discarded by the site. The lot number was provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during that during the procedure, a 3.5x23 rx xience prime stent delivery system (sds) was advanced to a lesion in an unspecified vessel. When inflating the sds with an unspecified inflation device, to deploy the stent, the balloon ruptured at 10 atmospheres. The sds was withdrawn from the anatomy. There were no adverse patient effects. No additional information was provided.